Event description:
The customer states a physician is questioning the axsym troponin-assay (lot 07557m101) results on a pt with no clinical indications of an acute myocardial infarction (ami). A troponin-I result of 31.1 ng/ml was generated with a ckmb result of 0.9 ng/ml. The sample ws repeated with similar results. The pt had a negative EKG and negative troponin-t. The pt is diagnosed with a cerebral vascular accident. There is no impact to pt management reported. This same pt was seen in may 2003 with a diagnosis of chronic obstructive lung disease. At that time, elevated troponin-I values were obtained in the range of 1.9 to 2.5 ng/ml. Ckmb results ranged from 2.3 to 2.6 ng/ml with total ck values in the range of 33 to 38 u/l. A cardiac catheterization performed at that time was negative (this procedure was just made known at the time of this current complaint dated 2003). Pt medications include: atenolol, amiloride, enalapril, zocor, ambien, theophylline and assorted inhaled substances.